Event description:
During proximal femur preparation using 14mm channel reamer from trigen im nail system the reamer torqued inside the pt's proximal femur and the reamer broke into 5 pieces. The event increased surgical time by approx 45 mins while the surgeon removed metal shards from the intramedullary canal of the pt's femur.

Manufacturer narrative:
Na